Event description:
Treatment of an aneurysm located in the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline (3.25mm x 16mm) could not be opened despite manipulation. The pipeline was opened with the aid of a balloon (an option presented in the instructions for use, us). By accessing it through the trans a-comm (anterior communicating) artery. Subsequently the patient had a small bleed due to the trans a-comm approach after the pipeline was implanted. The patient suffered a right hemispheric stroke as a result of the device not opening correctly. The patient was hospitalized and intubated post procedure. On (B)(6) 2014, it was reported the patient was still in the hospital and hemiplegic.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.